Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial component due to device failure.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial component due to device failure.

Manufacturer narrative:
Correction h6 clinical code, health impact, device code, results, conclusion. The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the tibial component shows radiolucence, cavities and anterior subsidence. There is a periprosthetic fracture at the tibia. Infection cannot be assessed with the CT scan only. There is no information given, that there is any infection present in this case. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.